Manufacturer narrative:
A.2. Patient¿s birthday was not provided, (B)(6) 2014 was used based on age of patient. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the alarm went off incorrectly. There was no report of patient impact. The following information was provided by the initial reporter: IV pump repeatedly alarming ¿air in line¿ although line was primed thoroughly. Different pump attempted and giving same error message. Nch product review visible air bubbles in tubing. Per report, this tubing was attempted on two different alaris pumps with same ¿air in line¿ error message. Unable to visualize any holes in tubing.

Manufacturer narrative:
One sample (model #2420-0007, lot #23035066) was returned by the customer. It was reported by customer that IV pump repeatedly alarming ¿air in line¿ although line was primed thoroughly. The returned set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was successfully primed. The set was infused with the bd alaris pump and pump module at 125 ml/hr with a vtbi of 125 ml. No air bubbles were observed in the tubing throughout the infusion and after the infusion. The failure was unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure was unable to be replicated. A device history record review for model 2420-0007 lot number 23035066 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09mar2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.